Event description:
Procedure type: wedge resection. According to the reporter: the reload cut but didn't fire staples. Seamguard reinforcement material was used. There was tissue damage. About 250cc of blood was lost. The tissue was clamped and then sewed to correct the condition. There was no unanticipated tissue loss. The case was extended by more than 30 minutes. No effect to the patient due to the delay.

Manufacturer narrative:
(B)(4).